Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye which showed residual fluid in the bag. Due to the nature of the sample (photograph) it was not possible to perform further evaluation. The reported condition was verified by visual inspection of the photograph. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was manufactured at one of the following manufacturing locations: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an underinfusion of medication occurred while using an exactamix 3000 ml dua l-chamber eva (ethyl vinyl acetate) bag. A non-baxter pump was programmed to deliver 2345 ml over 14 hours; however, at the end of the infusion a residual volume of 800 ml was observed - the customer expected to find 200 ml instead. There was no report of patient injury or medical intervention associated with this event. No additional information is available.